Event description:
The unit had a possible leak during bypass. After replacing the flow sensor and checking all options no flow even with high rpm was obtained. The unit was changed out. No pt injury or further complications occurred. No further details were provided.